Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was noted that the tubing was partially fused together. The reported condition was verified. The most likely cause of the reported condition was the set was caught during the pouch sealing process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent solution administration set was damaged. The damage was described by the customer as what looked like the set was ¿glued and melted into the packaging when the packaging was sealed¿. The damaged set was discovered prior to patient use. There was no patient involvement. No additional information is available.